Manufacturer narrative:
Event date: unknown date in (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A revision surgery was performed in (B)(6) 2017 and the t-pal implant was recovered from the abdomen. The revision procedure is being captured under linked complaint (B)(6).

Manufacturer narrative:
This report is for one (1) unknown spinal tpal small cage 8mm. Part and lot number is unknown. Without a valid part and lot number, the UDI is not available. Device remained implanted; as such explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a transforaminal lumbar interbody fusion (cage and pedicle screws) surgery was performed on (B)(6) 2017. The surgeon prepared his disc space at l5/s1 and asked for an 8mm small tpal trial implant. This was prepared by the scrub nurse, and handed over to the surgeon. He inserted the trial into the disc space and imaged using x-ray in the lateral plane. He was content with his placement of the trial. He asked for the final implant to be opened which was the same dimensions as the trial he has used. The scrub nurse prepared the final implant by loading it on to the inserter under the instruction of the sales rep. She followed the instructions and preformed the safety checks suggested as standard practice with a scrub nurse who is less familiar with the kit like the scrub nurse is. The final implant was handed to the surgeon in a safe state. The surgeon inserted the final implant into the disc space and imaged again in the lateral plane. He was happy with the images he saw based on the position of the x-ray markers. He then removed the implant inserter and continued with the rest of the operation, moving back to assemble his rod and screw construct. Once he has built the rod and screw construct he asked for an a/p x-ray. It was at this point he noticed on the a/p view that the cage was lateral to where he would expect or like it to be. Surgeon used the impactor to move the cage closer to a more reasonable final position. He gave the impactor two very gentle taps with a small hammer and asked for an a/p x-ray. The cage moved a small amount. He repeated this same action and realized the cage was moving in a way that was not good. He studied the image further and realized the cage was through the anterior longitudinal ligament (all) and most probably in the abdomen. The surgeon begun measures to achieve a direct view but was unable. The patient was stable and the surgeon decided to complete the operation and consult colleagues in the morning. On march 1st, the sales rep contacted the surgeon again and he confirmed that the patient was stable, but his further surgical plan was undecided as of that moment. Steps were taken to move the cage into a better position, but this did not help. Explorative measures were taken to try to gain direct sight of the cage but this was impossible given the anatomy. As no direct sight vision was possible it was concluded going in blind posed more risk. The surgery was prolonged about sixty (60) minutes. Reported patient harms: increased blood loss, revision surgery possibly required, abdomen and spine damage concomitant medical products: tpal trial implant 8mm (part# unknown, lot # unknown, quantity 1); tpal inserter (part# unknown, lot # unknown, quantity 1); tpal impactor (part# unknown, lot # unknown, quantity 1); hammer (part# unknown, lot # unknown, quantity 1); rod (part# unknown, lot # unknown, quantity unknown); screws (part# unknown, lot # unknown, quantity unknown). This report is for one (1) unknown spinal tpal small cage 8mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision surgery was performed as a precaution since the device was in the abdominal cavity and the consensus was that would be unsafe. The revision surgery had a successful outcome. The patient is currently recovering from the revision surgery.